Event description:
It was reported that the 9600 system had an overheat error message during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was re-greased. The battery charger, battery, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended, and put back into service.